Manufacturer narrative:
As reported in a research article, a (B)(6) female with sinus rhythm who was implanted with a 22mm amplatzer septal occluder. An event of thrombus formation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "angioscopic evaluation of atrial septal defect closure device neo-endothelialization", was reviewed. This research article presents a case study on a (B)(6) female with sinus rhythm who was implanted with a 22mm amplatzer septal occluder. The patient was on aspirin and clopidogrel antithrombotic therapy after the procedure. 6 months post-procedure the patient underwent angioscopy to evaluate new-endothelialization of the closure device. Thrombus formation was noted on the amplatzer septal occluder. No additional information was provided. The article concluded that neo-endothelialization on the closure devices varied 6 months after implantation. Notably, poor endothelialization and thrombus attachment were observed around the central areas and on the larger devices. The primary and correspondence author of the article is yasuhiro tanabe, md, phd, division of cardiology, department of internal medicine, st. Marianna university school of medicine, 2-16-1 sugao, miyamae-ku, kawasaki-city, kanagawa 216-8511, japan with the corresponding email:y-tanabe@muj.biglobe.ne.jp.